Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on 1-jun-2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. On 4-jun-2020: patient date of birth was added. Essure date of implant was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abscess ("abscess"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and abscess outcome was unknown. The reporter considered abscess and medical device removal to be related to essure. The reporter commented: discrepancy noted in essure removal - removal and not yet removed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new event abscess added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dub') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abscess ("abscess"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia") and stress urinary incontinence ("sui"). The patient was treated with surgery (tlh/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysfunctional uterine bleeding and abscess outcome was unknown. The reporter considered abscess, dysfunctional uterine bleeding, dyspareunia, menorrhagia and stress urinary incontinence to be related to essure. The reporter commented: discrepancy noted in essure removal - removal and not yet removed. Discripancy noted in essure insertion date -(B)(6) 2013. Discripancy noted in essure removal date- (B)(6) 2017. 1-2 coils were visible protruding outside the left.ostium. 7-8 coils were visible protruding outside the right ostium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr recieved. Previously added event medical device removal was updated to dysfunctional uterine bleeding. Reporters, concurrent conditions, removal date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.